Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (model: 37702 / serial number: (B)(4)) revealed the battery had no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported the patient experienced a loss of efficacy of the therapy. The patient stated that the ins did not help their hip pain as much as the trial did. The rep reported that in order to resolve the issue, reprogramming was performed on (B)(6) 2017. The patient reported they had a surgery on their iliotibial band which helped their hip pain. An explant was performed on (B)(6) 2017. No further complications were reported.